Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'failed volume test-delivered at lower rate' which was reproduced, the pump was found to under-deliver 5.378% when infusing at a rate of 125ml/hr. A review of the event history log was performed but no event occurrence date or parameters were provided. The last infusion programmed by the customer is recorded in the history log was a 20 ml infusion programmed at 40 ml/hr and ran to completion without interruption. The cause of the under infusion was determined to be an out of adjustment pressure plate travel. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device had a low audio. The cause was identified to be a loose speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced a failed volume test delivered at lower rate. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.